Event description:
Incident in hosp unit when using a thal-quick chest tube set on a neonate with a pneumothorax. The needle supplied must have touched the lung and caused significant and life threatening bleeding. The hosp understands that some units are not using chest drains that are introduced with a seldinger technique on small pneumothraces because of this potential complication on... Add'l info received(B)(4) 2012: the rep stated the physician was not making a complaint, but was only requesting info from the company. The child in question required a 20 ml/kg transfusion and made a good recovery.

Manufacturer narrative:
Lot - unk as not provided by reporter. Exp - unk as lot is unk. (B)(4).